Manufacturer narrative:
Correction: additional.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There were two complaints for an external blood leak (one confirmed with sample and one no sample) and one complaint for an internal blood leak (no sample). An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and nc reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Correction: event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that there was a blood leak in the dialyzer during treatment. The leak occurred when the blood arrived at the upper head of the dialyzer. The fresenius 2008k2 machine alarmed appropriately. It was unknown if fresenius bloodlines were used. Blood strips were not used during the event. The blood leak was noted as being an internal blood leak. There were no defects or damage seen to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed treatment by setting up with new supplies and different machine. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.